Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated inner thighs with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a2, a3, a4, b5 and e1.

Event description:
Allergan aesthetics received a report of a patient treated inner thighs on (B)(6) 2015, (B)(6) 2015 and (B)(6) 2016 and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received additional information that the patient underwent liposuction and presented with reocurrence of paradoxical hyperplasia (ph) to the inner thighs.

Manufacturer narrative:
Additional information: b5. Corrected data: a2, d1, and a4.

Event description:
Allergan aesthetics received a report of a patient treated inner thighs on (B)(6) 2015, and (B)(6) 2016 using the coolfit applicator (legacy) and presented with paradoxical hyperplasia (ph). Allergan aesthetics received additional information on the liposuction surgery date [(B)(6) 2023] (correspondence received 14/january/2025) and additional photographs. The patient indicates the recurrence of paradoxical hyperplasia (ph) to the inner thighs. Per patient¿s doctor: ¿operation (B)(6) 2023 ¿ vaser liposuction 2.9mm 3 groove probe 2min per upper medial thigh. Aspiration 3 + 4mm mercedes cannula 450cc per thigh¿.

Manufacturer narrative:
Additional information: a3b, a5, a6, b5, e1, g3, h4, h6 [b22 to b15], h7 (recall), and h9, h11 (additional narrative). Additional mfg narrative (h11): paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Additional mfg narrative (h11): recall - zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.